Manufacturer narrative:
Concomitant medical products: 1388t-46 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg) the caller had a question regarding the telemetry consistency. It was noted that the caller was unable to get any green lights on the telemetry portion during manual transmission. The caller was referred to clinic. The device remains in use. No patient complication have been reported as a result of this event.